Event description:
Pt reportedly felt a pop and experienced pain approx 2 weeks prior to removal of hardware on (B)(6) 2011. X-rays showed a non-union and broken plate. Broken plate was removed on (B)(6) 2011 and replaced with another plate. Pt originally treated for a fractured midshaft of the radius. Pt has been treated by other surgeons and this has been the 3rd or 4th procedure.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.